Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a healthcare worker in an emergency department stuck himself/herself with a contaminated lid of a used 120 ml bd vacutainer® plastic urine collection cup while disposing of it in a sharps container. The employee was evaluated by employee health, did not receive any post exposure lab work, but did receive (B)(6) series immunizations.